Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 21 mm trifecta gt valve was implanted using a running suture technique with overlap elements. Post procedure, echocardiogram demonstrated a grade ii para-prosthetic leak. The patient underwent a second procedure for placement of two additional sutures on the non-coronary cusp to address the para-prosthetic leakage. The patient was reported to be in good condition. The user reported having to modify the suture placement on the sewing cuff and this is suspected to have led to the leak.